Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported her blood glucose results of "200 something" mg/dl on compact plus system 1, "100 something" mg/dl on compact plus system 2 within 10 minutes. No information was provided for compact plus system 2. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.